Event description:
It was reported that pre-implant, the cardiac resynchronization therapy defibrillator (crt-d) displayed a grey longevity estimator bar even after more than two days of being in warmth. The device was not used. There was no patient involvement.

Manufacturer narrative:
Correction: model #/lot #. Product event summary: the device was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.